Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, prior to patient in the room, the subject device co2 output was weaker than the set value. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   . The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The cause of the occurrence could not be determined because the phenomenon was not reproduced and the failure site that may have contributed to its occurrence could not be identified.    Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.